Event description:
The fixator was applied to a lower leg fracture. The following day it was noted one of the wire carriages was broken. During a previously scheduledsurgery the fixator was removed and replaced with a different type.